Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 2.75x28mm promus element ¿ drug-eluting stent was deployed to treat the lesion. However, following post-dilatation, a dissection was noted at the distal part of the stent. Subsequently, a 2.75x16mm promus element ¿ drug-eluting stent was deployed distal to the first stent, overlapping it and covering the distal edge dissection, and the procedure was completed. No further patient complications were reported and the patient's status was stable.